Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to infection less than 1 year post operative. The tibial bearing was removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed. Medical records were provided and reviewed by a health care professional. Review of primary operative notes state that there were no intraoperative complications. Post-operative x-rays showed intact hardware. Revision operative notes provided state that patient underwent poly exchange with no further intraoperative complications. The I&d pocket of subcutaneous purulent material/small abscess/necrotic tissue/pustule was removed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.